Manufacturer narrative:
The customer's reported complaint description of patient experienced thrombosis cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port product was returned to angiodynamics for evaluation since there was no reported port device malfunction or performance issue during use, just patient sae of thrombosis. Thrombosis is cautioned in the device dfu as potential complication for an implanted port system. A device history record (DHR) review of the indicated packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. This smartport was manufactured in our manchester, georgia facility, which is no longer in operation. Labeling review: the directions for use (dfu) that is supplied with this port device contains the following statements: warnings - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions · for peripheral placement, irritation to the vein, resulting in postoperative thrombophlebitis, has been associated with guidewire and introducer insertion. · when using percutaneous introducers: to avoid blood vessel damage, do not allow the percutaneous introducer sheath to remain indwelling in the blood vessel without the internal support of a catheter or dilator. · if more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interactions. · after any infusion, injection or bolus application, the system should be flushed with normal saline for injection or locked with a heparin solution per institutional protocol to prevent thrombotic occlusion of the catheter. Potential complications: use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: these complications are well documented in literature and should be considered when a venous access device is utilized. Air embolism. Clot formation. Fibrin sheath. Infection. Inflammation. Thromboembolism. Thrombophlebitis. Thrombosis. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continue to be monitored for trends. Reference (B)(4).

Event description:
On or about (B)(6) 2010, plaintiff underwent placement of an angiodynamics' smartport product, model #: 215990. Catalog nbr: ct80stpd, and lot #: 513799, for the purposes of plaintiff's chemotherapy. Upon information and belief, the aforementioned device's description is as follows: smart port CT single titanium port system with attachable 8.0f x 66 cm polyurethane catheter and 8f introducer kit. Upon information and belief, the device at issue was implanted by dr. (B)(6), md., (B)(6), for the purposes indicated above. On or about (B)(6) 2017, upon information and belief, plaintiff presented to the (B)(6), with flu-like symptoms, which plaintiff developed while travelling from (B)(6). While in (B)(6), upon information and belief, plaintiff came under medical care of dr. (B)(6), m.d. Upon information and belief, plaintiff had echocardiogram performed that revealed the presence of right atrial mass, which dr. (B)(6), m.d. Qualified as "likely a thrombus at the tip of the port." Upon information and belief, on or about (B)(6) 2017, plaintiff was transferred to the (B)(6) medical center. The aforementioned facility, plaintiff had cardiac MRI performed. The cardiac MRI at issue showed thrombus in plaintiff's right atrium. Plaintiff's medical team confirmed that the thrombus at issue was a port-a-cath thrombus, and it connected the formation of said thrombus with plaintiff's port-a-cath. Plaintiff's medical team consulted with cardiac surgery and the port-a-cath removal was discussed. Plaintiff was transferred back to the (B)(6) hospital for plaintiff's port-a-cath removal surgery. On or about (B)(6) 2017, at (B)(6) hospital, dr. (B)(6), m.d., removed plaintiff's port-a-cath at issue. (B)(6) 2017, upon the removal of plaintiff's port-a-cath at issue, upon information and belief, inflammation was diagnosed together with right atrial mass secondary to plaintiff's port-a-cath. As a result of having the smartport implanted, (B)(6). Has, allegedly, experienced significant pain and suffering, has undergone additional surgeries, and has suffered economic loss, including, but not limited to obligations for medical services and expenses.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).